Event description:
Surgeon report "no adaptation of the port" which indicates an access port leakage. No additional info is known at this time.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."